Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of a line break below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported sec set no ports w/hanger dehp free had a component separation issue. The following information was provided by the initial reporter: "line break immed below drip chamber."